Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) walked the customer through restarting the cabinet using the power switch and restarted the aio. No failed drawers were found in the populate buttons screen, and the customer confirmed she was able to issue the item. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.